Event description:
The customer contacted baxter's service center regarding air within the patient line, which occurred on the homechoice (hc) during initial drain. The home patient (hp) connected before prime was complete. The hp wants to take old set out and start over. The technical service representative (tsr) assisted with ending therapy. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm. The hp stated the patient line was not properly primed before the patient connected. The patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The hp was told to start over with new supplies. The sample is no longer available per the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) due to use error - patient connected before priming was confirmed because the home patient (hp) connected before prime was complete and stated the patient line was not properly primed before connecting. Additionally, the patient at home guide for the homechoice device states, connecting the transfer set to the patient line before connect yourself appears on the display screen may result in increase intra peritoneal volume (iipv). This can cause air to be delivered to your peritoneal cavity, which can cause iipv if you had fluid in your peritoneal cavity prior to the initial drain. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.